Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a combo cath wire-guided cytology brush was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the device kinked and would not advance any further into ampulla. The site indicated that the kink occurred at the biopsy cap. The procedure was completed with another combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).